Event description:
Polyp removed from colon with genii gi4000 electrocautery unit. Coag set at 20, small snare used, pt properly grounded. Polyp inadvertently removed very quickly when physician stepped on power pedal. Site not properly cauterized due to the quick removal of polyp. Resected in a post polyp bleed from site. Bicap was required to stop bleeding. No add'l therapy needed.